Event description:
During initial testing at the manufacturing facility, the device overdelivered. The delivered measured volume was 21.5ml from an expected volume of 20.1ml. Delivery accuracy for this device requires +/- 1.2ml of the flowersheet value.

Manufacturer narrative:
The device was received. Investigation is not complete. The overdelivery event that the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.